Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amount when entering values into the pump and subsequently over-delivered insulin. The customer had already delivered the bolus prior to contacting tandem technical support and the contact then disconnected the customer from the pump and the customer drank juice. Review of pump history confirmed that the customer had delivered 15 units of insulin. Two hours later, the customer's bg level was at 108 mg/dl and the customer continued to drink juice. Follow up information received the following day from the contact indicated that the customer did not experience a low bg level, as the customer consumed 92 grams of carbohydrates.